Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic rectal cancer resection, while on severs rectum, the surgeon was able to press the green button but could not squeeze the handle and the stapler failed to fire normally. Another product was used to complete the case. There was no patient injury.